Manufacturer narrative:
(B)(4).

Event description:
As per medwatch received, after initial insertion of the endo-close, the instrument was pulled out and it was noticed that a piece was missing. The patient required x-rays; the broken piece was identified. The incision was extended and the piece was retrieved. The retrieved part was sent to pathology. What was the original intended procedure? Laparoscopic appendectomy.